Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had possible fracture, high impedance, and loss of capture. It was also reported that the patient went to the hospital for decompensated heart failure (hf). The lead threshold was reprogrammed, and the lead polarity will be programmed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.